Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a off no power and a communication error alarm on insulin pump and was stuck in loop. Customer reports of having to go to the emergency room for non-diabetic related issue. Customer states that batteries were removed from insulin pump in the emergency room and issue began when attempts were made to put batteries back. Customer's blood glucose was 108 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.